Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness") and arthritis ("arthritis"). And was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017. And a total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue and arthritis outcome was unknown. The reporter considered alopecia, arthritis, fatigue, genital haemorrhage, muscle fatigue, pelvic pain and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017, a bilateral salpingectomy. And on (B)(6) 2018, a total hysterectomy in the same hospital. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure piece found in myometrium after the first removal') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis on (B)(6) 2017, endometrial polyp (possible endomerial polyp diagnosed) in 2015, abdominal pain lower (reoccurred on 2002, 2003, 2005, 2006, 2015) in 2000, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum), abortion (a delayed abortion (cavity curettage) and three eutocic deliveries), rheumatoid arthritis, depression, parity 3 (3 eutocic deliveries) and menstrual disorder (prior to insertion of devices). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced menorrhagia ("hypermenorrhea") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness"), arthritis ("arthritis"), psoriasis ("psoriasis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems"), loss of libido ("loss of sexual appetite"), headache ("headache"), asthenia ("asthenia"), peripheral swelling ("swollen limbs"), dry mouth ("dry mouth"), urge incontinence ("urge incontinence"), candida infection ("candidiasis") and asphyxia ("suffocations") and was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with ustekinumab (stelara) and surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder, loss of libido, headache, asthenia, peripheral swelling, dry mouth, menorrhagia, dysmenorrhoea, urge incontinence, candida infection and asphyxia outcome was unknown and the device breakage had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthritis, asphyxia, asthenia, candida infection, device breakage, dry mouth, dysmenorrhoea, fatigue, genital hemorrhage, headache, loss of libido, menorrhagia, muscle fatigue, pelvic pain, peripheral swelling, psoriasis, urge incontinence, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Pathological anatomy after extraction: ¿bilateral salpingectomy: both tubes show slight vascular congestion without other striking histological findings.¿ remaining of essure that was removed on second surgery was inserted into the left myometrium. Pathology report: diagnostic description: 41-year-old woman with pelvic pain, essure carrier. Laparoscopic total hysterectomy. Essure inserted into the left myometrium. Macroscopic description (of total hysterectomy): in the area of insertion of the left tuba with the uterine horn, the existence of a metallic foreign material is appreciated. When the cut is made, the endometrial cavity is central, with an approximate length of 3.3 cm and at the fundus level it shows a dilation of approximately 1.1 cm due to the presence of a solid mass with a polypoid appearance anchored to the endometrial mucosa and having axes of 1 * 0.7 cm; the mentioned mass shows a good delimitation. At this level, part of an essure contraceptive device is identified that protrudes into the uterine cavity. There are no interesting alterations in the piece received. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: endocervical canal. Uterine cavity with concordant endometrium. Both tubal ostia visible. Placement of both tubal devices without incident. Magnetic resonance imaging - in (B)(6) 2018: went to diagnose the degree of disability to psoriatic arthritis; incidental findings: essure remain. Ultrasound pelvis - on (B)(6) 2017: vaginal ultrasound and it is described that there is an interessure distance of 18 mm (decreased), an angled right branch reaching the cavity (probable right essure interlocking).; on (B)(6) 2018: confirmed MRI finding: vaginal ultrasound with a linear echogenic image compatible with the essure remain; on (B)(6) 2018: findings: an hyperefrigerating filiform element is visualized in the left uterine horn of 2-3 cm suggestive of essure (remains). The most medial end appears to be in contact with the endometrial cavity. Right horn apparently normal. Endometrium 2nd stage, an image suggestive of a polyp endometrial was identified, but it could have gone unnoticed due to endometrial thickness; on (B)(6) 2019: transvaginal ultrasound: uterus in rv. Occasional right pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2021: patient history updated; adverse events "headache, asthenia, hives, dry mouth, peripheral swelling, dysmenorrhea, hypermenorrhea, urge incontinence, suffocations, device breakage" added to the case; treatment drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp (possible endomerial polyp diagnosed) on (B)(6) 2015, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum) and abortion (a delayed abortion (cavity curettage) and three eutocic deliveries). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness"), arthritis ("arthritis"), psoriasis ("psoriasis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems") and loss of libido ("loss of sexual appetite") and was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, fatigue, genital haemorrhage, loss of libido, muscle fatigue, pelvic pain, psoriasis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('essure piece found in myometrium after the first removal') and embedded device ('essure piece found in myometrium after the first removal') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis on (B)(6) 2017, endometrial polyp (possible endomerial polyp diagnosed) in 2015, abdominal pain lower (reoccurred on 2002, 2003, 2005, 2006, 2015) in 2000, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum), abortion (a delayed abortion (cavity curettage) and three eutocic deliveries), rheumatoid arthritis, depression, parity 3 (3 eutocic deliveries) and menstrual disorder (prior to insertion of devices). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("essure piece found in myometrium after the first removal") and device expulsion ("essure piece found in myometrium after the first removal"). On (B)(6) 2019, the patient experienced menorrhagia ("hypermenorrhea") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness"), arthritis ("arthritis"), psoriasis ("psoriasis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems"), loss of libido ("loss of sexual appetite"), headache ("headache"), asthenia ("asthenia"), peripheral swelling ("swollen limbs"), dry mouth ("dry mouth"), urge incontinence ("urge incontinence"), candida infection ("candidiasis") and asphyxia ("suffocations") and was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with ustekinumab (stelara) and surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder, loss of libido, headache, asthenia, peripheral swelling, dry mouth, menorrhagia, dysmenorrhoea, urge incontinence, candida infection and asphyxia outcome was unknown and the device breakage and embedded device had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthritis, asphyxia, asthenia, candida infection, device breakage, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, muscle fatigue, pelvic pain, peripheral swelling, psoriasis, urge incontinence, urinary tract disorder and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Pathological anatomy after extraction: ¿bilateral salpingectomy: both tubes show slight vascular congestion without other striking histological findings¿ remaining of essure that was removed on second surgery was inserted into the left myometrium. Pathology report diagnostic description: 41-year-old woman with pelvic pain, essure carrier. Laparoscopic total hysterectomy. Essure inserted into the left myometrium. Macroscopic description (of total hysterectomy): in the area of insertion of the left tuba with the uterine horn, the existence of a metallic foreign material is appreciated. When the cut is made, the endometrial cavity is central, with an approximate length of 3.3 cm and at the fundus level it shows a dilation of approximately 1.1 cm due to the presence of a solid mass with a polypoid appearance anchored to the endometrial mucosa and having axes of 1 * 0.7 cm; the mentioned mass shows a good delimitation. At this level, part of an essure contraceptive device is identified that protrudes into the uterine cavity. There are no interesting alterations in the piece received. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: endocervical canal. Uterine cavity with concordant endometrium. Both tubal ostia visible. Placement of both tubal devices without incident. Magnetic resonance imaging - in (B)(6) 2018: went to diagnose the degree of disability to psoriatic arthritis; incidental findings: essure remain. Ultrasound pelvis - on (B)(6) 2017: vaginal ultrasound and it is described that there is an interessure distance of 18 mm (decreased), an angled right branch reaching the cavity (probable right essure interlocking).; on (B)(6) 2018: confirmed MRI finding: vaginal ultrasound with a linear echogenic image compatible with the essure remain; on (B)(6) 2018: findings: an hyperefrigerating filiform element is visualized in the left uterine horn of 2-3 cm suggestive of essure (remains). The most medial end appears to be in contact with the endometrial cavity. Right horn apparently normal. Endometrium 2nd stage, an image suggestive of a polyp endometrial was identified, but it could have gone unnoticed due to endometrial thickness; on (B)(6) 2019: transvaginal ultrasound: uterus in rv. Occasional right pain. Batch no he011h7 production date 2015-12-01 expiration date 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. After internal review, the event "essure piece found in myometrium after the first removal" was split for coding purposes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / continuous pain in the right fossa illiac'), device breakage ('essure piece found in myometrium after the first removal') and embedded device ('essure piece found in myometrium after the first removal') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure piece found in myometrium after the first removal" in (B)(6) 2018. The patient's medical history included endometrial polyp (possible endomerial polyp diagnosed) on (B)(6) 2015, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum), abortion (a delayed abortion (cavity curettage) and three eutocic deliveries), depression and parity 3 (3 eutocic deliveries). Concurrent conditions included psoriatic arthritis since (B)(6)2017, abdominal pain lower (reoccurred on 2002, 2003, 2005, 2006, 2015) since 2000, rheumatoid arthritis, menstrual disorder (prior to insertion of devices) and cervicalgia. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced arthralgia ("recurrent arthralgias"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia that were worsening due to the devices"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2017, the patient experienced migraine ("migraine"). In (B)(6) 2018, the patient experienced psoriasis ("psoriasis"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced heavy menstrual bleeding ("hypermenorrhea / menstrual haemorrhages") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), alopecia ("alopecia / hair falling out"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness / fatigue"), arthritis ("arthritis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems"), loss of libido ("loss of sexual appetite / lack of libido"), headache ("headache"), asthenia ("asthenia"), peripheral swelling ("swollen limbs"), dry mouth ("dry mouth"), urge incontinence ("urge incontinence"), candida infection ("candidiasis"), asphyxia ("suffocations"), enteritis ("peripheral ileitis in the sacroiliac joint"), rash papular ("episodes of bumpy skin rash") and abdominal pain upper ("possible stomach cramps") and was found to have weight decreased ("weight loss of 20 kg (around 20 kg in 4 months)"). The patient was treated with ustekinumab (stelara) and surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder, loss of libido, headache, asthenia, peripheral swelling, dry mouth, heavy menstrual bleeding, dysmenorrhoea, urge incontinence, candida infection, asphyxia, nausea, enteritis, rash papular, neck pain, abdominal pain upper, arthralgia and migraine outcome was unknown and the device breakage and embedded device had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, asphyxia, asthenia, candida infection, device breakage, dry mouth, dysmenorrhoea, embedded device, enteritis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, migraine, muscle fatigue, nausea, neck pain, pelvic pain, peripheral swelling, psoriasis, rash papular, urge incontinence, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. Pathological anatomy after extraction: ¿bilateral salpingectomy: both tubes show slight vascular congestion without other striking histological findings¿ remaining of essure that was removed on second surgery was inserted into the left myometrium. Pathology report diagnostic description: 41-year-old woman with pelvic pain, essure carrier. Laparoscopic total hysterectomy. Essure inserted into the left myometrium. Macroscopic description (of total hysterectomy): in the area of insertion of the left tuba with the uterine horn, the existence of a metallic foreign material is appreciated. When the cut is made, the endometrial cavity is central, with an approximate length of 3.3 cm and at the fundus level it shows a dilation of approximately 1.1 cm due to the presence of a solid mass with a polypoid appearance anchored to the endometrial mucosa and having axes of 1 * 0.7 cm; the mentioned mass shows a good delimitation. At this level, part of an essure contraceptive device is identified that protrudes into the uterine cavity. There are no interesting alterations in the piece received. 11-apr-2022: updated removal information: patient underwent two interventions for device removal. The first was on (B)(6) 2017 by bilateral salpingectomy via laparoscopy with discharge on (B)(6) 2017 and the second one by total hysterectomy by laparoscopy to remove remains on (B)(6) 2018, being discharged on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: endocervical canal. Uterine cavity with concordant endometrium. Both tubal ostia visible. Placement of both tubal devices without incident. Magnetic resonance imaging - in (B)(6) 2018: went to diagnose the degree of disability to psoriatic arthritis; incidental findings: essure remain. Ultrasound pelvis - on (B)(6) 2017: vaginal ultrasound and it is described that there is an interessure distance of 18 mm (decreased), an angled right branch reaching the cavity (probable right essure interlocking).; on (B)(6) 2018: confirmed MRI finding: vaginal ultrasound with a linear echogenic image compatible with the essure remain; on (B)(6) 2018: findings: an hyperefrigerating filiform element is visualized in the left uterine horn of 2-3 cm suggestive of essure (remains). The most medial end appears to be in contact with the endometrial cavity. Right horn apparently normal. Endometrium 2nd stage, an image suggestive of a polyp endometrial was identified, but it could have gone unnoticed due to endometrial thickness; on (B)(6) 2019: transvaginal ultrasound: uterus in rv. Occasional right pain.. Batch no he011h7. Production date 2015-12-01. Expiration date 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-apr-2022: adverse events "arthralgias" and "migraine" added to the case; essure removal date updated; we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / continuous pain in the right fossa illiac'), device breakage ('essure piece found in myometrium after the first removal') and embedded device ('essure piece found in myometrium after the first removal') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp (possible endomerial polyp diagnosed) on (B)(6) 2015, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum), abortion (a delayed abortion (cavity curettage) and three eutocic deliveries), depression and parity 3 (3 eutocic deliveries). Concurrent conditions included psoriatic arthritis since (B)(6) 2017, abdominal pain lower (reoccurred on 2002, 2003, 2005, 2006, 2015) since 2000, rheumatoid arthritis, menstrual disorder (prior to insertion of devices) and cervicalgia. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced neck pain ("cervicalgia that were worsening due to the devices"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2018, the patient experienced psoriasis ("psoriasis"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("essure piece found in myometrium after the first removal"). On (B)(6) 2019, the patient experienced heavy menstrual bleeding ("hypermenorrhea / menstrual haemorrhages") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), alopecia ("alopecia / hair falling out"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness / fatigue"), arthritis ("arthritis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems"), loss of libido ("loss of sexual appetite / lack of libido"), headache ("headache"), asthenia ("asthenia"), peripheral swelling ("swollen limbs"), dry mouth ("dry mouth"), urge incontinence ("urge incontinence"), candida infection ("candidiasis"), asphyxia ("suffocations"), enteritis ("peripheral ileitis in the sacroiliac joint"), rash papular ("episodes of bumpy skin rash") and abdominal pain upper ("possible stomach cramps") and was found to have weight decreased ("weight loss of 20 kg (around 20 kg in 4 months)"). The patient was treated with ustekinumab (stelara) and surgery (bilateral salpingectomy on (B)(6) 2017 with essure removal and a total hysterectomy on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder, loss of libido, headache, asthenia, peripheral swelling, dry mouth, heavy menstrual bleeding, dysmenorrhoea, urge incontinence, candida infection, asphyxia, nausea, enteritis, rash papular, neck pain and abdominal pain upper outcome was unknown and the device breakage and embedded device had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, arthritis, asphyxia, asthenia, candida infection, complication of device removal, device breakage, dry mouth, dysmenorrhoea, embedded device, enteritis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, muscle fatigue, nausea, neck pain, pelvic pain, peripheral swelling, psoriasis, rash papular, urge incontinence, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Pathological anatomy after extraction: ¿bilateral salpingectomy: both tubes show slight vascular congestion without other striking histological findings¿ remaining of essure that was removed on second surgery was inserted into the left myometrium. Pathology report diagnostic description: 41-year-old woman with pelvic pain, essure carrier. Laparoscopic total hysterectomy. Essure inserted into the left myometrium. Macroscopic description (of total hysterectomy): in the area of insertion of the left tuba with the uterine horn, the existence of a metallic foreign material is appreciated. When the cut is made, the endometrial cavity is central, with an approximate length of 3.3 cm and at the fundus level it shows a dilation of approximately 1.1 cm due to the presence of a solid mass with a polypoid appearance anchored to the endometrial mucosa and having axes of 1 * 0.7 cm; the mentioned mass shows a good delimitation. At this level, part of an essure contraceptive device is identified that protrudes into the uterine cavity. There are no interesting alterations in the piece received. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: endocervical canal. Uterine cavity with concordant endometrium. Both tubal ostia visible. Placement of both tubal devices without incident. Magnetic resonance imaging - in (B)(6) 2018: went to diagnose the degree of disability to psoriatic arthritis; incidental findings: essure remain. Ultrasound pelvis - on (B)(6) 2017: vaginal ultrasound and it is described that there is an interessure distance of 18 mm (decreased), an angled right branch reaching the cavity (probable right essure interlocking).; on (B)(6) 2018: confirmed MRI finding: vaginal ultrasound with a linear echogenic image compatible with the essure remain; on (B)(6) 2018: findings: an hyperefrigerating filiform element is visualized in the left uterine horn of 2-3 cm suggestive of essure (remains). The most medial end appears to be in contact with the endometrial cavity. Right horn apparently normal. Endometrium 2nd stage, an image suggestive of a polyp endometrial was identified, but it could have gone unnoticed due to endometrial thickness; on (B)(6) 2019: transvaginal ultrasound: uterus in rv. Occasional right pain. Batch no he011h7, production date 2015-12-01, expiration date 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-feb-2022: the following adverse events were added: nausea, peripheral ileitis in the sacroiliac joint, bumpy skin rash, cervicalgia, stomach cramps. The onset date of pelvic pain and psoriasis were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. He011h7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp (possible endometrial polyp diagnosed) on (B)(6) 2015, surgery (surgical intervention for breast cystectomy, varicose veins and nasal septum) and abortion (a delayed abortion (cavity curettage) and three eutocic deliveries). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness"), arthritis ("arthritis"), psoriasis ("psoriasis"), anxiety ("anxiety"), abdominal pain ("abdominal pain/ colic"), urinary tract disorder ("urinary problems") and loss of libido ("loss of sexual appetite") and was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue, arthritis, psoriasis, anxiety, abdominal pain, urinary tract disorder and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, fatigue, genital haemorrhage, loss of libido, muscle fatigue, pelvic pain, psoriasis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: patient date of birth added. Essure date implanted and explanted updated. Product lot number added. New events: psoriasis, anxiety, urinary problems, colic, loss of sexual appetite added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), alopecia ("alopecia"), muscle fatigue ("tired legs"), fatigue ("extreme tiredness") and arthritis ("arthritis") and was found to have weight decreased ("weight loss of 20 kg"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, and a total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight decreased, muscle fatigue, fatigue and arthritis outcome was unknown. The reporter considered alopecia, arthritis, fatigue, genital haemorrhage, muscle fatigue, pelvic pain and weight decreased to be related to essure. The reporter commented: she had to have the permanent contraceptive removed through two surgical procedures. On (B)(6) 2017 a bilateral salpingectomy and on (B)(6) 2018 a total hysterectomy in the same hospital. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.